Manufacturer narrative:
Per review, this record was reported in error as the heater was replaced as part of preventative maintenance, and not due to a malfunction. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun heater was faulty. Upon replacing the heater it was found the flow meter was also faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun heater was faulty. Upon replacing the heater it was found the flow meter was also faulty.